Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.